Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During evaluation it was determined that the device passed all pre-repair diagnostic assessment tests. Therefore, the reported condition could not be duplicated nor confirmed. An assignable root cause was not determined. Device history review was performed which indicated that the product was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4, h4 : the device serial number, date of manufacture and were documented as unknown in the initial report. The serial number, date of manufacture have all been updated accordingly. The UDI has also been updated accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during a total knee arthroscopy procedure for osteo arthritis of the left knee the staff changed the angle of the saw blade and felt the device was slimy and sticky. When the main body was checked it was visually confirmed that the oil seemed to be sticking. The device could not be used for surgery. After re-cleaning and sterilization of the device oil stains were found on the underlay paper. The hospital staff stated that after the washing and drying process, when compressed air was sprayed, water came out though the gaps from the main body and the black sleeve part, which changed the angle of the saw blade and did not dry after 1 day of drying. Water came out even after washing was done with just wiping and placing in the sterilization process. It was confirmed that the black like residue could be seen on the plastic part of the main body due to the oil. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Reporter¿s complete mailing address is not available. Reporter¿s phone number is not available. The manufacturing location is unknown. Device manufacture date is unknown. The device serial or lot number is unknown the device serial or lot number was unknown; therefore, UDI: (B)(4).